Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl08100 vascular stent graft allegedly experienced failure to deploy, fracture and retraction issue. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Two photos were provided for review and the investigation was confirmed for fracture. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl08100 vascular stent graft allegedly experienced failure to deploy, fracture and retraction issue. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.